Event description:
It has been reported to philips that the geometry movements were partially available. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the geometry movement was partially available. Review of the log files confirmed the malfunction with the geo pc. The fse performed system troubleshooting and reset the connections of the geo pc. The fse replaced the cmos (complementary metal-oxide-semiconductor) battery and downloaded the software for the geo pc. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.